Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that they had the recharger over the ins for an hour and a half, but the ins will not charge. The patient stated that while on the phone the device battery level went up to 30%, but that was after 2 hours of charging. The patient asked why it took 2 hours to charge, as they had recharging excellent quality at the time. The patient declined troubleshooting. It was recommended to follow-up with their healthcare provider (hcp) to address the recharging issues. No further complications were reported or anticipated. No symptoms were reported.